Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: fielder, balance trek. There was no reported product deficiency. The reported patient effect of dissection is listed in the trek instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a heavily calcified left anterior descending (lad) coronary artery stenting procedure, during lesion pre-dilatation with 3 different trek balloons and 2 non-abbott cutting balloons, a small, non-serious dissection was noted in the distal lad. It is unknown what device caused the dissection, but it was noted after using a non-abbott cutting balloon. After pre-dilatation, 2 xience xpedition stent systems were unable to cross a 70 degree bend near the mlad. Four to five non-abbott stents were implanted including the planned area where the dissection occurred. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.